Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found that the device battery was pre/approaching recommended replacement time (rrt). Weekly battery voltage trend data shows min battery equal to 2.95 to 2.64 volts between (B)(6)2012 and (B)(6) 2013, is before device rrt less than equal to 2.62 volt. Concomitant product: 5592 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device was close to the elective replacement indicator earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.